Event description:
Medical affairs specialist (mas) was unable to get in contact with the patient, therefore, sent a letter to obtain more clinical information. The patient mentioned that they received a high blood glucose reading over 280 mg/dl and experienced a headache and felt dizzy after testing. Less than 10 minutes later, the patient tested on their family member's meter and received a 180 mg/dl. This comparision indicates possible inaccuracy but does not reasonably suggest a malfunction. The patient also mentioned that their meter had been giving higher readings than the physician's meter, however, no readings were provided on either meters. Due to the high readings, the physician increased the patient's insulin. There is no information on the patient's diabetes regimen at this time. The patient had been cleaning the meter properly and the technique used for applying blood on the test strip was correct. The meter failed calibration using the check strip twice. When the meter fails calibration it can lead to false blood glucose readings.